Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
(B)(6) 2015 PICC catheter placed and on (B)(6) 2015 patient resumed chemotherapy (caelyx & yondelis). It was reported that on (B)(6) infection persisted. Patient had no fever and the PICC's orifice was said to be inflammatory with purulent discharge. Doctors decided to removed the device and the treatment was voided. On (B)(6) another PICC catheter was placed and the infection was resolved.